Manufacturer narrative:
Initial and final MDR 1885797 - MDR 8021545-2024-01007 - device 1 of 3. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set tape not sticking events on (B)(6)2024. The extended infusion sets of patient was not staying on, as adhesive was not wide enough to adhere to the patient body. No further information available.